Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported having unexplained low blood glucose of 36mg/dl and his wife called the paramedics. The customer stated that he delivered a bolus correction based on his glucose sensor readings instead of the blood glucose reading. Troubleshooting was performed. The programming was reviewed and it was correct. The reservoir was showing the same amount of insulin as shown on the status screen. The customer stated that the device was not exposed to a high magnetic field. No further information was provided.